Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receive ing unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had been having therapy issues/not feeling relief for about a month now and today the healthcare provider (hcp) expected to aspirate 3.9ml but pulled back 18ml. After a failed dye study, they decided to do a catheter replacement. They partially explanted the old catheter and tied that off. They then completely replaced the catheter, leaving the old drug in the internal tubing and cap chamber (since they were unable to aspirate) and now had new drug in the reservoir. Hcp opted to set the patient to minimum rate mode until old drug reached the tip of the catheter (0.204ml) since concentration was 20mg/ml vs new of 1mg/ml.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8784 (serial: (B)(6); product type: 0184-catheter; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the company representative and confirmed with the healthcare provider (hcp) reported that the customer discarded the partially removed catheter.